Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex bmc steerable sheath was selected for use. During the procedure, it was mentioned that a resistance was felt when removing the non-boston scientific orion catheter from the non-boston scientific sl1 (8.5fr). Afterwards, a resistance was considerably felt when removed after non-boston scientific orion was inserted and used into the sureflex sheath. When it was slowly pulled out, it was found that the tip of the orion shaft was bent. While outside the patient, the side port of sureflex was noted to be dislodged, so a new sureflex was used to continue the case. The non-boston scientific orion was not replaced. No patient complications were reported. The procedure was successfully completed. The device is expected to be returned for analysis. The side port fell out during removal of the non-boston scientific orion catheter and since this type of damage could lead to air ingress, the device was replaced immediately.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the sureflex steerable sheath was first visually inspected, and it failed; the stopcock valve tube came separately from the rest of the device. The visual inspection showed evidence of glue residue, that there was sufficient overlap between the sideport and the tubing, however no signs of cracks or tears in the tubing. There was minor damage noted to the ridge and both the minor and major (ridge) outside diameters. The pull test and leakage tests passed after re-installing the tubing onto the sideport. Later, the device showed no signs of leakage. An orion catheter was then inserted into the sheath, and while it was possible to fully insert and retract the catheter, past 16cm of catheter insertion some resistance was felt. Inserting past this point required incremental force, with the tip of the catheter appearing to have slight kink. The reported allegation is confirmed. Additionally, the field b5 (describe event or problem) was updated.

Event description:
It was reported that a sureflex bmc steerable sheath was selected for use. During the procedure, it was mentioned that a resistance was felt when removing the orion catheter from the non-boston scientific sl1 (8.5fr). Afterwards, a resistance was considerably felt when removed after orion was inserted and used into the sureflex sheath. When it was slowly pulled out, it was found that the tip of the orion shaft was bent. While outside the patient, the side port of sureflex was noted to be dislodged, so a new sureflex was used to continue the case. The orion was not replaced. No patient complications were reported. The procedure was successfully completed. The device is expected to be returned for analysis. The side port fell out during removal of the orion catheter and since this type of damage could lead to air ingress, the device was replaced immediately.